Manufacturer narrative:
Concomitant products: product ID: 8709, lot# j0177958r, implanted: (B)(6) 2001, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 300 mcg/ml sufentanil at 155.3 mcg/day and 12 mg/ml gabapentin at 6.213 mg/day via an implantable pump for non-malignant pain. It was reported that the patient's pump was flipping intermittently. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. Additionally, it was unknown what troubleshooting or diagnostics occurred. The doctor opened the pump pocket to visualize the pump and catheter and discovered the catheter had broken. The doctor then decided not to do a catheter revision at that time. The issue was not resolved, however the patient was noted to be "alive - no injury". The event date was reported to be (B)(6) 2017. No symptoms and no further complications were reported.